Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a pocket revision due to pain at the ipg site. The patient was reportedly doing well postoperatively.